Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. Prior to calling tandem technical support, the customer turned the pump off. When the customer turned the pump back on, the reminder was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.